Event description:
It was reported that the procedure was to treat a largely occluded and calcified lesion in an unspecified artery. The hi-torque (ht) proceed guide wire failed to cross the lesion. The other non-abbott guide wires failed to cross the lesion as well. The ht proceed guide wire was noted to be frayed and incomplete [separated] when the guide wire was removed and the physician assumed that a part of the guide wire remains in the patient. The procedure was not completed and there are no plans to treat the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, tip separation and stretched coils appear to be related to case circumstances of the procedure. In this case, based on the information, the guide wire failed to advance through the challenging anatomy likely causing the damage to the tip. Manipulation during retraction ultimately resulted in the tip separation, stretched coils and foreign body in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.